Event description:
Reporter indicated that vns pt has been experiencing as many as 6 seizures a day after being seizure free for approx 15 weeks. It was reported that the increase in seizures is above the pt's pre-vns baseline seizure frequency. The magnet is reportedly no longer effective in stopping the pt's seizures. The physician checked the magnet results and found that the magnet is functioning. The pt reportedly experiences difficulty breathing and gets "worn out" following device parameter changes.